Manufacturer narrative:
Both levels of dhea-s qc have been within the customer's established ranges for the past 30 days. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding higher than expected dehydroepiandrosterone sulfate (dhea-s) results generated by the access 2 immunoassay system for multiple pediatric patients. Dhea-s results generated by the access 2 instrument were discordant to another methodology. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.